Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The caller noted that the customer had bronchitis in (B)(6) 2014 and had been dealing with high blood glucose since then. The customer's blood glucose was over 400 mg/dl. The customer's most recent blood glucose was 206 mg/dl. The caller stated that the customer had been treated with the insulin pump and once with an insulin pen. They contacted the customer's doctor regarding high blood glucose. Upon troubleshooting, the caller confirmed that all settings appeared to have been programmed correctly. She confirmed that the insulin pump passed the high pressure test. The customer's mother was advised to change the entire infusion set, reservoir and insulin and to treat the customer per doctor's instructions. She was advised to consult with a doctor regarding unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.